Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect gen.2 results for two patient samples from a cobas 6000 c 501 module. Patient 1 initial results were sodium 161 mmol/l, potassium 4.9 mmol/l, and chloride 85 mmol/l. The repeat results were sodium 140 mmol/l, potassium 4.1 mmol/l, and chloride 101 mmol/l. On (B)(6) 2018, patient 2 initial results were sodium 171 mmol/l, potassium 4.6 mmol/l, and chloride 124 mmol/l. The repeat results were sodium 139 mmol/l, potassium 3.8 mmol/l, and chloride 98 mmol/l. The erroneous results were no reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The customer changed the reference electrode and the pinch valve tubing and cleaned the fluidic system.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.